Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B)(6) 2010, inr: 7.5, lab: ng; inr: 7.4, lab: ng; inr: 6.6, lab: ng; inr: 6.7, lab: ng; date (B)(6) 2010, inr: ng, lab: >4.0. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 7.5, 7.4, 6.6; 6.7. Customer went to ER but no adverse results. Her coumadin was stopped.

Manufacturer narrative:
Investigation pending.